Manufacturer narrative:
Evaluation results: one level 1 normoflo irrigation fast flow system was returned for investigation in good condition with no physical damage. The device was manufactured in 2017. The investigator placed the device on top of rolling base and powered it on. The actuator pole did not go upward. The investigator then removed the rolling base bottom panel for further investigation. Visual inspection did not reveal any damaged components. The investigator then installed an actuator pole as a standard test for the rolling base. The actual pole did not move upward and downward after pressing the membrane switch. The customer reported product problem was therefore confirmed. The problem source of the reported product problem was unknown. A root cause was not established. In addition to the above the investigator also noted an additional product problem. The insulator on heater #2 was torn, and a crack in the return tube was observed. Based on the aforementioned observations the investigator replaced the following components: actuator pole, actuator pole switch, return tube, and both heaters. The investigator then installed a temp-check test fixture. The measured temperature was 41.7c degrees which was within tolerance. The device passed all functional and electrical tests following the aforementioned repairs.

Manufacturer narrative:
Additional information received by smiths medical that the issue occurred during testing and caused the device not to be used.

Event description:
Information was received that a smiths medical level 1 normoflo irrigation fast flow systems - h-1100 warmer required actuator repair. No adverse effects were reported.